Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 460mg/dl, and her blood glucose was treated with an insulin drip. It was stated that the customer had missing bolus, which caused her glucose level to rise. The father stated that the customer bolused, but it was not recorded in the bolus history. The caller did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Several boluses were programmed and delivered. The boluses were recorded properly in the bolus history screen. After testing it was concluded that the device operated within specifications. The device had scratched display window.